Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/24/2021. H.6. Investigation: to aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. The needle sample was assembled with a 10 ml luer lock syringe and the hub of the needle is twisted. Per the provided information, we understand that this issue took place when trying to disassemble the needle from the syringe; therefore, it is not possible to identify a manufacturing related cause for this incident at this time. It is possible that the handling of the product or any incompatibilities between the devices used had a potential impact on the reported event. As a lot number was unknown for this instance, a review of the production records could not be performed. H3 other text : see h.10.

Event description:
It was reported that the bd microlance¿ 3 needle hub was "twisted" and could not draw up nacl during use. The following information was provided by the initial reporter, translated from french to english: "twisted needle base before sampling + impossibility of sampling." "Collection of a syringe of nacl with a 21g needle and a 2 ml syringe. During sampling, it was impossible to withdraw the nacl. When trying to disconnect the needle to recheck the assembly, the green part (the tip) of the needle twisted. The device was set aside. Radiopharmacist notified. New syringe and needle taken to collect nacl. There were no consequences on the operation, nor did it cause over-irradiation because this event did not occur during the sampling of a radioactive product, which could have been the case."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd microlance¿ 3 needle hub was "twisted" and could not draw up nacl during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "twisted needle base before sampling + impossibility of sampling" "collection of a syringe of nacl with a 21g needle and a 2 ml syringe. During sampling, it was impossible to withdraw the nacl. When trying to disconnect the needle to recheck the assembly, the green part (the tip) of the needle twisted. The device was set aside. Radiopharmacist notified. New syringe and needle taken to collect nacl. There were no consequences on the operation, nor did it cause over-irradiation because this event did not occur during the sampling of a radioactive product, which could have been the case."